Event description:
Customer claims when an attempt is made to connect the sensor into the first receptacle the alarm sounds continuously while weight is applied to the sensor. There was no visible damage to the receptacle or rj11 clip reported. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval: results: eval of the returned product shows the unit powers up, but the fail safe feature sounds when it shouldn't. When the rj11 clip is wiggled and connected to the sensor #1 it has an intermittent connection. The sensor #2 functions as it should. The unit does not pass functional tests. There is physical damage to the alarm case. Note: posey instructions for use warning statement: the alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped (damaged) or immersed in liquid. The unit may stop functioning as designed for use. After changing batteries, test the alarm and sensor for proper operation prior to putting in service with a pt and each time before leaving the pt unattended. Do not use the alarm if the audible alarm does not sound. (B)(4).